Event description:
Customer reported a pin on the power cord was broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord plug. System operates as intended.